Manufacturer narrative:
The device was not returned for evaluation. The lot history record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. In this case, it is likely that the balloon interacted with the mildly calcified and moderately tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the atrioventricular node artery with mild calcification and moderate tortuosity. For pre-dilation the 1.5x15mm mini trek balloon dilation catheter (bdc) was prepped and advance to the target lesion; however, the balloon ruptured during the first inflation at 6 atmospheres (atm). Therefore, the bdc was removed from the patient. After rotablation of the artery, another trek balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.